Manufacturer narrative:
There are no other complaints on this lot number. During the retrospective review, and as per the complaint description, incident occurred during surgery, vitrectome produced air bubbles during intake, which leads to serious harm to the patient, hence concluded as reportable. Assuming worst case during surgery, air bubbles observed may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm) this reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. No information reasonably suggests anyone was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
The vitrectome made a lot of bubbles. Air intake problem. No report of injury. All information has been disclosed.